Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator was at end of life. Patient had loss of therapy. The device was explanted, and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.